Manufacturer narrative:
The device was received with blank-flashing white lcd due to severe corrosion on all electronic assemblies. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor and occlusion tests, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. The device was received with severe corrosion on force sensor and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, when customer came out of the water, she noticed a crack in it and insulin pump stopped working. The blood glucose was unknown at the time of the incident. Customer reported that, the insulin pump does not respond to anything. The insulin pump will be returned for analysis.